Event description:
Unsuccessful initial attempted insertion of an 18 gauge catheter. Second attempt successful with 20 gauge catheter. Upon activation, the needle failed to fully retract and resulted in a needle stick in the palm of their left hand.